Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was found unconscious in his home. Ems was called and externally shocked the patient. There were no strips available from the ems to view the heart rhythm. One episode recorded by the device coincided with the time of the event. The device recorded the episode as svt, however, it appeared to be vt with undersensed beats. The one episode showed the patients heart rate at 181 bpm. The patient remained in ICU intubated. No further information is available at this time.